Manufacturer narrative:
The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds control limits for this failure mode. The pin hole in the balloon can have multiple possible root causes. Possible causes can include a manufacturing defect, a design defect, and procedural issues the complaint, work order and the manufacturing processes used to build the intraclude were reviewed and no indications for a manufacturing defect were found for this lot. If the pin hole was present in the balloon during the assembly process it would have been detected during the final functional testing of the product. Additionally this pin hole was not detected during the preparation of the device before use. It is highly unlikely that the pin hole was present when device was inserted into the body as the device was able to maintain occlusion once placed. It is unknown what caused the balloon pin hole during the procedure. No corrective actions required for the pin hole leak. The information gathered during this reported event and evaluation will be included in trending data for future CAPA determinations. The IFU contains the appropriate instructions on how to use the device safely. Trend will continue to be monitored through the edwards quality system.

Event description:
As reported, the balloon of the intraclude (icf100) burst when the balloon was occluding the aorta during surgery for mitral valve repair. The patient was on bypass. The surgeon converted to chitwood clamp when they lost pressure in the intraclude balloon. The patient is doing well. Approx inflation volume of the balloon was 35-38 ml. Aortic diameter 28 mm. Non calcified aorta. Balloon pressure 385-400 mmhg. Aortic root pressure unknown, but it was within normal parameters as per anaesthesia. Repositioning of the balloon was not necessary after inflation. No additional volume was inflated during procedure. No fragments of the balloon were missing upon retrieval of the device. Patient outcome was satisfactory, chitwood clamp was applied after balloon rupture

Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and a kink was found just below the trifurcation hub of the catheter. Multiple kinks were found between 85 cm and 95 cm marker bands on the strain relief. Chatter and flattened area were found. An attempt was made to inflate the balloon and a small pin hole was found on the balloon when injected. From reviewing product returned from other complaints, a manufacturing defect on the endoreturn introducer likely created the damage on the shaft of the intraclude device. Due to the high criticality level for this failure mode, a product risk assessment was opened. A scar and fca were initiated due to the shaft damage of the endoreturn introducer. The pin hole in the balloon can have multiple possible root causes. The complaint, work order and the manufacturing processes used to build the intraclude were reviewed and no indications for a manufacturing defect were found for this lot. It is highly unlikely that the pin hole was caused during the manufacturing process. The root cause of the pin hole in the balloon cannot be determined. The damage to the shaft can have multiple possible root causes. The y-connector currently used on the manufacturing floor, to build the endoreturn cannula, was matched against the connector drawing and it was found that the wrong y-connector was being used on the manufacturing floor. This was confirmed for reviewing the raw material stock at receiving inspection. The root cause of the damage to the shaft is most likely a manufacturing issue related to the y-connector. The root cause of the damage to the shaft is most likely connected to the wrong y-connector part number used during the manufacturing process of the endoreturn introducer. No corrective actions required due to this complaint for the pin hole leak. There have been several complaints for damage to shaft. Most of these complaints are likely caused due to incorrect y-connector used during the manufacturing of the endoreturn cannula. Since the lot number of the complaint device was unknown it is not known if the manufacturing lot had other similar complaints. Trends will continue to be monitored through the edwards quality system.

Manufacturer narrative:
A pin hole was found in the balloon. From reviewing the complaint the pin hole in the balloon were most likely not present during the preparation of the device. The complaint, work order and the manufacturing processes used to build the intraclude were reviewed and no indications for a manufacturing defect were found for this lot. It is unknown what caused the balloon pin hole during the procedure. There will be no pra or CAPA opened for this complaint. Trends will continue to be monitored through the edwards quality system.